Event description:
Reporter indicated a vns patient had high lead impedance and was unable to feel stimulation. The patient later underwent vns generator replacement surgery only and normal diagnostics were obtained with the new generator and original lead. A battery estimate yielded approximately -1.44 years remaining on the generator indicating possible end of service. All attempts to the reporter for additional information have been unsuccessful to date. The explanted generator has been requested for return but has not been received to date.